Event description:
It was reported that during a lar procedure, no crunch sound was heard. Anastomosis was made with no issues. There was no adverse pt consequence.

Manufacturer narrative:
Damaged knife. Evaluation summary: the device was received with no visual non-conformances. The breakaway washer was present and cut, and there were no staples present. Upon further inspection of the device, it was noted that the knife was damaged with nicks; it should be noted that if the device is fired over an already existing staple line, the knife could become damaged. A new breakaway washer was inserted; the device was reloaded with staples and fired. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. Event described could not be confirmed as the device fired without any difficulties noted. In addition, an audible crunch was heard when actuated. While no conclusion could be reached as to how the reported event occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.